Manufacturer narrative:
Approximate age of device: 4 days. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported post-operative bleeding/low hemoglobin and hematocrit levels, right ventricular dysfunction, bacteremia, and elevated ldh and plasma hemoglobin levels could not be determined through this evaluation. Per the provided lab values from (B)(6) 2018, the patient¿s hemoglobin (hgb) and hematocrit (hct) levels were noted to be low, dropping as low as 8.4 and 25.4, respectively. The patient experienced suction events (pi events) and low flow values post-implant; however, no alarms were active. The fixed pump speed was reportedly decreased from 5200 rpm to 4800 rpm after the suction events. In addition, the patient experienced post-operative right ventricular dysfunction; however, the rv dysfunction reportedly improved with the reduction in lvad speed. His lasix drip was also temporarily held. It was noted that the patient was more sensitive due to a small left ventricle cavity size. In addition, blood cultures were reportedly taken and were found to be positive for a bacterial infection with staphylococcus species. The patient was reportedly febrile. Per the provided lab values from 01mar2018 ¿ 04mar2018, the patient¿s white blood cell count was noted to be high, peaking at 20.9. The driveline exit site was noted to be clean, dry, and intact following implant. The patient¿s PICC line was removed and he was treated with antibiotics. It was additionally reported that labs revealed elevated ldh and plasma hemoglobin levels following implant. Per the provided lab values from (B)(6) 2018, the patient¿s ldh was over 2000 on (B)(6) 2018, which subsequently decreased over time but was still noted to be high at 692 as of (B)(6) 2018. In addition, the patient¿s plasma hemoglobin level became elevated up to 60 post-implant, which subsequently decreased over time but was still noted to be high at 20 as of (B)(6) 2018. The patient was administered heparin and his ldh levels were trended. The patient remained inpatient after lvad implant until (B)(6) 2018. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists bleeding, right heart failure, infection, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device: 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient suffered from acute systolic and diastolic heart failure, right ventricular dysfunction, and infection. Post operation, right ventricular dysfunction improved with a reduction in the lvad speed. Blood cultures were taken and were found positive with staphylococcus species, the driveline was reported to be clean, dry and intact; the implantable defibrillator pocket had no erythema, edema, tenderness or any break in the skin. The patient was prescribed cefepime and vancomycin. The peripherally inserted central catheter (PICC) line was removed and the patient suffered from continued fever. Lactate dehydrogenase (ldh) was closely monitored for trending and the patient was treated with heparin drip. No further information was provided.